Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the surgery was delayed for an unknown length of time due to attempting to remove the broken pieces of the screw.

Manufacturer narrative:
(B)(6). (B)(4). Device broke during insertion; device not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, on (B)(6) 2016, a screw broke during a right foot arthrodesis medical column, second tarsometatarsal joint (tmtj) and third tarsometatarsal joint (tmtj), tendo-achilles lengthening (tal), second to amputation, bone marrow aspiration. While driving in a 4.5 mm screw, it broke off inside the patient's toe. One piece of the screw remains embedded and is unable to be retrieved; the other half was recovered. There are no plans to re-operate to remove the broken device. There was an unknown surgical delay reported. The patient status/outcome was reported as unknown. This is report 1 of 1 for (B)(4).